Event description:
It is reported by the customer there was a positive scope culture test related to an evis exera iii gastrointestinal videoscope. It is also reported there is no patient or other person involved in this event. Update: additional information reported by the customer 20aug2021: we did not culture the scope. Our infection control group monitors blood stream infections (bsi) related to endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedures, and a patient was positive for blood culture. The group was thinking that it was probably the bacteremia of the gastrointestinal (gi) pathogens and not scope related, but we wanted to ensure that everything was good with the scope. Follow-up information has been requested regarding the patient and reported event, at this time, no further information has been provided. This customer reports 2 potential scopes related to the patient infection: case with patient identifier (B)(6) reports one scope. Case with patient identifier (B)(6) reports one scope. This importer report is related to mw 8010047 - 2021 - 10329 reported by the manufacturer.